Manufacturer narrative:
Unique device (UDI) number: (B)(4). Sorin group (B)(4) manufactures the inspire 6f dual hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the inspire 6f oxygenator arterial outlet leaked during bypass and the unit was changed out to complete the procedure. The customer reported that the change out took 5-10 minutes. The patient had a stroke after the case, however the facility has excluded the oxygenator change out as a potential cause. The unit was returned to sorin group USA for investigation. Visual inspection did not identify any defects or abnormalities. The unit was sent to sorin group (B)(4) for further investigate. Leak test and visual inspection of the returned unit could not reproduce the reported issue. The unit was pressurized to 1 bar for 3 hours and a leak was not observed. The unit behaved according to specification. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Patient information were not provided. Per the healthcare professional, the patient condition is in no way attributed to the leak/change-out of the sorin device. Sorin group (B)(4) manufactures the inspire 6f dual hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the inspire 6f oxygenator arterial outlet leaked during bypass and the unit was changed out to complete the procedure. The customer reported that the change out took 5-10 minutes. The patient had a stroke after the case, however the facility has excluded the oxygenator change out as a potential cause. A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported failure. The investigation is on going. A follow-up report will be sent when the investigation will be completed.

Event description:
Sorin group (B)(4) received a report that the inspire 6f oxygenator arterial outlet leaked during bypass and the unit was changed out to complete the procedure. The customer reported that the change out took 5-10 minutes. The patient had a stroke after the case, however the facility has excluded the oxygenator change out as a potential cause.